Manufacturer narrative:
This report is submitted august 14, 2018.

Event description:
Per the clinic, the patient experienced pain at the implant site and subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.